Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this rv lead had high thresholds had high thresholds back in 2013. At that time it was determined that the high thresholds were due to the patient condition and there was no sign of a lead issue. Now the lead has been explanted and replaced due to high thresholds.